Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels over 250 mg/dl. The contact alleged customer's bg was caused by the pump. The pump date was reviewed by tandem technical support and numerous alarms were identified. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.